Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, once the interrogation started, the progress bar remained yellow. The patient data and parameters could not be accessed.

Event description:
Reportedly, once the interrogation started, the progress bar remained yellow. The patient data and parameters could not be accessed.

Manufacturer narrative:
Upon reception of the subject programmer, the reported behavior could not be reproduced. As an additional observation, it was observed that the filter board was defective, which led to display issues.

Event description:
Reportedly, once the interrogation started, the progress bar remained yellow. The patient data and parameters could not be accessed.